Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable, and no additional service information was provided.

Event description:
The customer reported that the system would not display an image. No patient injury was reported.